Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failed and would not open. The customer stated the malfunction took place when the user tried to dispense medication to the patient and caused delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie drawer 3-2 on main with multiple failed pockets. A field service engineer discovered that this drawer had undergone multiple prior repairs. The primary issue was traced to a sloppy row board header connection within the drawer board. A similar loose connection was identified in drawer 3-1. The engineer proceeded to remove and replace the row board cables on both drawers. All board connections were thoroughly cleaned using deoxit to ensure optimal contact and performance. Further inspection revealed that row board c in drawer 3-2 had a defective latch, necessitating its replacement. Following these corrective actions, a full set of validation tests was performed successfully. The system functioned as intended after the field service engineer repaired the device.